Event description:
This male patient with history of hypertension was undergoing coil embolization within non-ruptured posterior basilar terminus aneurysm. Aneurysm height 7.9mm, width 5.1mm length 6mm. Neck 3.3mm and neck/sack ration.65. Control angiography was performed prior to the detachment of coil #8 in the rao and lateral projection utilizing two separate injections of 6 cubic centimeters of non-ionic contrast giving approximately 20 digitally acquired angiographic images per projection. It was noted that one of the coil loops was projecting into the righ p1 segment origin. An attempt was made to balloon remodel the coil back into this aneurysm, however, this was not successful. The eighth coil was detached in its remaining position, which was clear of the p1 segment. Further attempts at remodeling were performed by attempting to re- introduce the balloon catheter into the right p1 segment, however, again due to the geometry of the basilar artery and its associated stenosis, this was not possible. It was then felt safer to abort the procedure. The patient was commenced on the heparin infusion to prevent thrombus forming on the coils and occluding the right p1 segment. The patient is already on plavix and aspirin for a previous episode of brainstem ischemia." Reportedly, the coil protrusion into the parent vessel wa unrelated, because the size and shape of the aneurysm was a contributing factor. On six months followup study was reported that there was minimal shift in the inferior coil with one coil protruding into the origin of the right posterior cerebral artery, but this is less in comparison to the prior study. The other coils had not migrated and there was no decreased flow to the p1 or anywhere else. There was no report of neurological effect on the patient due to the position of the coil.